Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the operation room for an unrelated procedure. During the procedure the physician decided to replace the right ventricular lead due to chronic high capture threshold. The lead was capped and replaced on (B)(6) 2018. The patient was stable prior, during and post procedure.